Event description:
It was reported that the reservoir icon was showing that it was quarter full, however when the customer took the reservoir out it was empty. Customer stated that this has occurred several times. Customer's blood glucose reading at the time of the call was 20.7 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.